Event description:
It was reported that a user received a ¿dosing stopped¿ message on the ilet while using a freestyle libre 3 sensor that was already active, and the sensor was determined to be in use by another device. Symptoms included no alerts or alarms besides the dosing stopped notification. Outcomes included user education and troubleshooting, including guidance to start a new sensor using the ilet application and a recommendation to remove the freestyle application to prevent concurrent use. Investigation included technical troubleshooting and user education regarding proper sensor pairing and device configuration. Investigation of this case revealed that the continuous glucose monitor sensor was paired to or scanned by a non-ilet device, leading to communication conflict and dosing cessation, consistent with known device interoperability and configuration issues between the cgm and external applications. It was concluded, based on previously established findings for similar reports, that user setup and third-party app interference were the probable causes.